Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported three separate hospitalizations. On (B)(6) 2011, for high blood glucose levels over 500 mg/dl. On (B)(6) 2011, for high blood glucose levels over 300 mg/dl. On (B)(6) 2011, for diabetic ketoacidosis, with blood glucose levels over 400 mg/dl. The customer stated that she was getting no delivery alarms as well. The customer stated that the insulin pump had no info for (B)(6) 2011. The customer stated she was wearing the insulin pump during that time. Advised the customer that the insulin pump would be replaced. Nothing further was reported.